Manufacturer narrative:
Sc-1140 sn (B)(4) device evaluation indicated that the battery level reached the end of service life and suspended normal operation. The battery level measured 2.44 volts upon receiving. The patient's program was set to 4.5 ma/130 us/1000 hz and the energy_use_index was 94.7. The battery profile covers a period between 3/17/2016 and 9/01/2016.

Event description:
A report was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.